Manufacturer narrative:
Two samples were returned and evaluated. The samples were found to be out of specification in the weighted tip assembly. The mfg plant states, this condition does not relate to the performance of the device. Follow-up with the user found the problem was a result of user error. Info and in-service was provided to the customer. No further incidents have occurred. Co is closing this complaint as user error.

Event description:
Customer reports tube was inserted by staff md with no difficulties and no indication tube had gone into rt. Bronchus. Post cxr revealed position of tube and an attempt was made to remove the tube. Resistance was encountered almost immediately; bronchoscope used for direct visualization of tube. Resistance still encountered; tube was removed with bleeding (small amount). Post cxr revealed rt. Pneumothorax.